Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with compounded baclofen intrathecal (500 mcg/ml; 204 mg/day; lot not applicable) for intractable spasticity. Beginning in (B)(6) 2015, the patient experienced a loss of therapeutic effect. The physician had initially tried giving the patient boluses after the loss of therapeutic effect was experienced; however, the boluses were ineffective. On (B)(6) 2015, the catheter access port (cap) could be aspirated but could not inject. The physician removed the needle and verified patency multiple times, but when he would go to inject he could not get any contrast to go through the cap. Information regarding the patient's pertinent history, concomitant medications, additional actions/troubleshooting/intervention/cause and outcome related to the loss of therapeutic effect were not provided. Additional information has been requested, but it was not available at the time of this report.